Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total vaginal hysterectomy on (B)(6) 2012. The surgeon nicked the bladder during the procedure and suture was used to fix it. During use, a 1/4" of the needle broke off. The hospital was unable to locate the broken piece of needle and was unsure if it was in the patient. They did not see anything in the x rays. There was no adverse patient consequence reported.